Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that their implantable cardiac monitor (icm) had been protruding from the pocket since (B)(6) of 2016. The device eventually completely fell out of the pocket in (B)(6) of 2016. The device remains out of the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.